Event description:
A healthcare professional (paramedic) reported that on (B)(6) 2013 a customer received a reading of 5.2 mmol/l (94 mg/dl) at 21.16 on their adc blood glucose meter. Paramedics were called and transported customer to a local healthcare facility. There was no treatment administered by the paramedics. At the hospital emergency room a reading of "hi" (a reading greater than 500 mg/dl) was received at 22:04 with their bayer contour meter. A subsequent laboratory reading of 31.8 mmol/l (572.7 mg/dl) was received at 23:57. It is unknown what treatment may have been rendered at the hospital. However, it is known the customer was diagnosed with dka (diabetic ketoacidosis) and was managed in their intensive care unit for an unspecified amount of time prior to being transferred to the general ward. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report is an initial/final report. The meter was returned and an investigation utilizing the returned meter, test strips and calibrator and retained control solution, lot no: mgk20625 has determined the complaint is not confirmed. All results were within range specification and no errors were observed. Additionally, the reported reading of 5.2 mmol/l (94 mg/dl) was found in the meter's internal memory log. All pertinent information available to abbott diabetes care has been submitted.